Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 9351902. The ha61181002 lot 9351902 has been packaged with intermediate products ref ha611879 lots 9148775 and 9017108 in september 2023 and the expiry date is september 2028. The products ref ha611879 lots 9148775 and 9017108 have been manufactured by our tunisian site. Checking the quality databases revealed a connection with the described defect with CAPA -000152.

Event description:
According to the available information when the nurse was inserting a folysil catheter the balloon was punctured.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints, and we didn't find any other complaint on the lot number 9351902. Checking the quality databases revealed this type of defect is known and closely monitored a similar case study was performed based on same item number and same defect [balloon pierced or burst] over the last four years: 11 similar cases were found. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.